Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that when the asymptomatic patient presented in clinic for a subsequent follow up. Another instance of post-paced t-wave oversensing was observed. The device was reprogrammed.

Event description:
It was reported that the asymptomatic patient presented in-clinic for follow up. Post-paced t-wave oversensing was observed via stored egm. Programming changes were recommended. Device remains implanted.